Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt faults) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an open pulse wire from ECG "b" to the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was having faults.